Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer reported that the user was able to get the medication from main pharmacy and there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.